Event description:
The customer reported that the insulin pump display was blank after placing new battery. Troubleshooting was done. Customer's blood glucose was 170 mg/dl. During the troubleshoot, customer inset new battery and the display returned. Advised the customer to monitor the insulin pump. Advised customer that we would replace the battery cap. Customer stated also he received battery out limit but declined to troubleshoot. Customer reported back and having same issue with the insulin pump. Customer stated the insulin pump had blank display and wanted replacement as soon as possible. Advised will send the insulin pump replacement. No further info provided.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. Unit had minor scratched lcd window, cracked belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).